Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-jan-03. It was reported that the pump was returned to the manufacturer for analysis. The pump logs indicated that the drug being delivered was 2,000 mcg/ml lioresal at 899.9 mcg/day. The logs showed that a motor stall occurred at 19:21 on (B)(6) 2017 with a recovery at 01:24 on (B)(6) 2017, another stall occurred at 01:28 on (B)(6) 2017 with a recovery at 04:25 on (B)(6) 2017, another stall occurred at 01:29 on (B)(6) 2017 with a recovery at 02:52 on (B)(6) 2017, another stall occurred at 04:52 on (B)(6) 2017 with a recovery at 03:59 on (B)(6) 2017, and another stall occurred at 00:03 on (B)(6) 2017 with a recovery at 21:08 on (B)(6) 2017. There were no further complications reported/anticipated.

Manufacturer narrative:
Destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Evaluation codes updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Correction recall and notification boxes should not be checked. Correction number z-1579-2013 does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that for approximately the past 5 days the patient had intermittent motor stalls and recoveries. The patient did not recently have an MRI and emi/magnetic interaction was also denied. The stalls were noted to have lasted between 2 and 24 hours. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The battery was stalling since the end of september on a regular basis, no symptoms of withdrawal were noted. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The plan was to have the pump replaced on (B)(6) 2017. The issue was not resolved, however the patient was noted to be "alive- no injury".